Event description:
Davinci assisted laparoscopic prostatectomy - dr (B)(6) - "part of the black part of the seal broke off and fell into the patient. The doctor saw it and removed the black piece that had fallen into the patient." Intervention - "n/a." Patient status - "the patient is fine and healing properly."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: one (1) cts22 unit, one (1) cfr73 unit and a separated piece of a seal were returned for evaluation. Upon inspection of the cts22 unit, engineering found that a small portion of the septum was torn off. No damages were noted to the cfr73 unit. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.